Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. On investigation the pump failed to give appropriate audio and vibration alerts. Contact to the piezo was found out of alignment and the vibration motor was found unresponsive to power input. Unrelated to this complaint, the battery compartment was found to be cracked and failed a leak test. Moisture was observed in the battery compartment. No evidence of moisture intrusion was found within the pump when the pump casing was opened.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging audio tone/vibration (dual alarm failure) issue. It was reported that the pump does not have any sounds or vibrations during warnings. This issue was noticed yesterday. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.